Event description:
Additional information received from a manufacturer representative reported that he tried to reprogram the consumer on (B)(6) 2015 but it did not resolve the lack of coverage on the left side. A revision procedure on the left side was going to be done on (B)(6) 2015.

Event description:
The lead revision took place on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported charging too frequently. This began with the program that the patient was initially set on after implant. The patient had multiple program changes to attempt to address this but recharge interval had remained the same. The implantable neurostimulator (ins) died and needed to be recharged after 48 hours. The patient did charge their ins to 100% full. The patient had pain when the ins turns off. When the ins battery depleted, therapy would turn off and patient had horrible pain. This first occurred on (B)(6) and might have occurred on (B)(6). There would loss of stimulation and return of symptoms. There was a loss of therapy on the left side upper rear end. The patient had checked their device with their patient programmer (pp) and it showed stimulation was on. The patient was getting partial areas of stimulation and overage and multiple programming session and changing parameters himself. He was able to change stimulation and reprogrammed a couple times on group a and a new group c was set up. It was noted that during the trial he was on high settings like 9 and initially after implant pulse width was 100. The patient decreased pulse width to 60 when staples were taken out. The patient currently uses settings in the 4-5 range with pulse rate of 25. Group a and program 4 worked best so the patient decreased amplitude of program 1-3 and kept a4 the same and would see if this would impact recharge interval. The patient could only adjust pulse rate for the entire group not individual programs. The patient had gone through current program a which had 4 programs and program 4 gave the best coverage and program 3 did nothing. It was noted that adaptive stim (as) had not been set up yet. Group c stopped working so the patient changed back to program a. It was noted that the change in therapy/symptoms was considered sudden following ins battery depletion. The patient recharged and turned therapy back on and realized left upper rear no longer had therapy. Reprogramming was done on program a to attempt to resolve the loss of therapy on the left side. The issue was not resolved at this time. An x-ray was taken of the leads. The patient initially reported that the left lead had moved at the top, but later clarified that the healthcare provider (hcp) told him that they would probably have to move the lead and the patient assumed this meant there was something not good with the lead. On (B)(6), the patient was reprogrammed with the manufacturing representative (rep) to create group c with "2 channels." This group provided good coverage for all areas except the left upper rear. At the patient left the clinic, the program gradually stopped working until the patient was in the parking lot and the therapy was not working at all. The patient changed to group a, which was working just as it previously had. It was noted that after charging with the ins off, the patient used the implantable neurostimulator recharger (insr) to turn therapy on and mentioned high stimulation sensation. He was able to use the patient programmer (pp) to turn stimulation lower and increase it back up comfortably. It was also noted that the ins was implanted too close to the spine. Because it was too close he could not wear the recharging belt, and he had to be still at an angle, place a plastic cylinder between his shorts and hold the antenna kitty-corner. Due to ins location he could only charge bare skin even after initial surgery swelling went down. A manufacturing representative (rep) told him to keep his shirt on, but he could not charge with the shirt on. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. The patient's relevant medical history includes spinal pain.